Event description:
It was reported that this device had 10% battery at a previous interrogation and after approximately a month the device had exhibited elective replacement time (ert). Device analysis was performed which indicated that the device was depleting prematurely. Subsequently, a procedure was performed to abandon the device and replace it with a transvenous system. No additional adverse events were reported.